Event description:
Augmentation mammoplasty performed in 1973. Removed on 5/4/95 due to pt's complaint of inability to lie down and complaints of pain as well. Bilateral removal - found calcifying capsule formation. Almost impossible to see breast tissue on mammoplasty. No sign of infection.